Manufacturer narrative:
H10: philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the touchscreen was not working, and the right half of the touchscreen failed. There was no patient involvement at the time the issue was discovered as the issue occurred while the respiratory therapist (rt) was setting up the device to receive a patient from the emergency department (ed). Therefore, there was no patient harm, and the device was swapped out with another v60 before the patient arrived. The biomedical engineer (bme) called technical support to report that the touchscreen was not working. The bme also noted that a replacement touchscreen was ordered for repair. Per good faith effort (gfe) response received 07feb2024, the bme tested the device and found that the right half of the touchscreen failed. The bme tried to calibrate the touchscreen several times, but the issue remained. The bme therefore replaced the touchscreen and confirmed that the reported touchscreen issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60, indicating that the touchscreen was not working. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The bme called technical support to report that the touchscreen was not working. The bme also noted that a replacement touchscreen was ordered for repair.